Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device was monitored for several days and no blank display was noted. It had normal operating currents. However, moisture damage was found on the lcd board. It was also received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 106 mg/dl. It was explained that the act and esc buttons have to be pressed several times to get a response and that the display would sometimes go blank for hours and then turn back on by itself. Troubleshooting was not able to resolve the issue. The device was returned for analysis.